Event description:
During a stenting treatment procedure, to dilate a short iliac lesion, the wallstent was longer than anticipated. It was not noted that the wallstent was the wrong size until it was no longer possible to retrieve it. The physician deployed the wallstent at the target lesion and the procedure was completed successfully. The patient is reported as 'fine' following the procedure; no patient injury or complications were reported. The product label stated the expected length of the wallstent was 23 mm. The physician is of the opinion that the wallstent was actually 103 mm when fully deployed.